Event description:
See initial report

Manufacturer narrative:
H.10: the color of the water was the result of degradation of the nickel layer on the evaporator and the reported cooling malfunction was caused by a compressor damage. The root cause of the evaporator hole is the stirrer flow in the tanks. Consequently, the refrigerant will leak (causing the bubbling sound) and the water will enter refrigeration cycle resulting in a compressor damage. The device will be removed from service. Corrective action is in progress for this issue.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling on both patient and cardioplegia side. The issue was identified during routine disinfection. In addition, when the user drained the tanks, the water appeared slightly brown/rust coloured with an oil layer on the surface. The user filled and emptied the device few times and the patient tank water remained slightly brown. The cooling malfunction persisted and a loud noise could be heard. There was no patient involvement.